Manufacturer narrative:
The customer's meter was returned for investigation. The meter powered on with fresh retention batteries. A full display check was performed and revealed no display issues or malfunctions. No faded or missing segments were observed. The results field of the display was clean and easy to ready. The alleged issue was not reproduced. The product performed according to specifications. Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. The investigation is ongoing. Occupation is patient/consumer.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The reporter stated the set and date were flashing and the meter's display was not clear. The reporter was unsure if the display issue affected the results field. The reporter replaced the meter's batteries and performed a display test. The reporter confirmed the display was complete. The reporter checked the meter's memory and advised the results could be clearly read.